Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump miscalculated boluses. Reportedly, miscalculations of boluses occurred after the patient adjusted the language settings in the pump there was no reported impact to customer's blood glucose. Reportedly, a pump reset was performed, and the customer's diabetes nurse checked the settings of the pump for the customer. The customer continued to use the pump for insulin therapy.